Event description:
As reported, approximately 13 years post op the initial tka, this male patient was revised due to poly wear. Patient was revised to a logic psc size 5 15mm insert.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported in (B)(4) was likely the result of prosthesis wear of the tibial insert and patella after being implanted for approximately 13 years, possibly due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted tibial insert in the packaging recall. Section h11: the following sections have corrected information: (h6) component code: 734, bearings.